Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, "leaking silicone". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "leaking silicone".

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "leaking silicone". Device has been explanted.

Manufacturer narrative:
Clarification to h6: un-reporting a050403 gel leak as the event of "leaking silicone" is captured under a0412 material rupture. Revised device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as fold flaw opening. As per the investigation procedure crease / stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "leaking silicone". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Laboratory analysis summary: the device related to the reported event of rupture/ gel bleed was received on nov 22, 2024, with lot number 1736240. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as fold flaw opening. Gel bleed: not observed. As per the investigation procedure crease / stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.